Event description:
Procedure type: colon resection. According to the reporter: the anvil would not open and when it did open, it tore the bowel. It is not known if the doctor used suture or another stapler to repair the area. The patient is in well current condition. No further information has been provided.